Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent and elevated white blood cell count. The cause of peritonitis was unknown. The same day as the peritonitis diagnosis, the patient was hospitalized and treated with unspecified antibiotics for the event. Six days after the peritonitis diagnosis, the patient was discharged from the hospital and has recovered from peritonitis. Pd therapy was ongoing. The reporter declined to provide additional information.